Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high. The complaint was classified based on the customer service representative (csr) documentation as no contact details were available to enable any patient follow-up. The patient stated that the alleged issue began around (B)(6) 2017 when he alleged the subject device was reading inaccurately high. The patient did not specify the type of comparison made or provide any specific meter results. The patient did not provide information around how he usually manages his diabetes, or whether any changes were made in response to the alleged issue. The patient denied experiencing any symptoms although reported attending the emergency room (ER) on (B)(6) 2017 (time not specified) and received hcp treatment (specific details not provided). The csr was unable to perform troubleshooting of the issue with the patient, as the issue was relayed to lfs by email with no contact details provided. This complaint is being reported because the patient reportedly received hcp medical intervention after the alleged product issue began. Although the patient did not provide details of their usual diabetes management routine or if they had made any changes due to the alleged issue, the subject meter could not be ruled out as a cause or contributor to the event.